Event description:
It was reported that he patient needed an MRI. The device interrogation had a bd error. The doctor explanted and replaced the device. There were no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental is being filed to add additional information that the device has been added to the tr15014 unintended battery depletion error trend. It was reported that he patient needed an MRI. The device interrogation had a bd error. The doctor explanted and replaced the device. There were no additional adverse patient effects.